Event description:
It was reported that on (B)(6) 2026, the patient was experiencing a skin irritation from the electrode - adapter - lead wire while using the electrode - pad - cloth - nissha a10042. The patient was prescribed a topical steroid. The patient followed proper skin prep and has no history of skin sensitivities or allergies. Additional information was requested but could not be obtained.

Manufacturer narrative:
It was reported that the patient experienced a skin irritation from the electrode - adapter - lead wire while wearing the electrode - pad - cloth - nissha a10042. The electrode was unable to be inspected because it was not returned. Allegation should be considered confirmed as there are images of the patient's skin irritation and/or evidence the patient sought medical care to treat the skin irritation. The associated skin irritation is likely related to the patient reacting to the electrode adhesive and/or hydrogel. The following factors were identified as having contributed to the skin irritation: age extremes (infant 0-12 months, pediatric 1-18 years, elderly 65 and older). Medical adhesive related skin injury (marsi) is likely related to a biocompatibility hazard manifesting at the electrode's interface with the patient's skin. Patient reactions, such as skin irritation, resulting from biocompatibility issues are considered and assessed. Additionally, instructions for use (IFU) and patient education guides (peg) provide patients with guidance should skin irritation develop.